Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Customer's blood glucose ranged from 450 mg/dl to over 600 mg/dl and a manual injection was used to correct. During troubleshooting with tandem technical support, "coagulated" insulin was observed in the cartridge pigtail. Reportedly, customer did not perform cartridge air removal step prior to filling the cartridge with insulin. Customer changed the pump supplies to address the issue.